Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned due to the patient's infection. Later, the device was retrieved from archives for additional testing on the capacitors.